Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance measurements. In addition, the physician noted an insulation breach at the very proximal end of the lead. The rv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 7288, implantable cardioverter defibrillator, implanted: (B)(6) 2005; product ID 694365v, implantable tachy lead, implanted: (B)(6) 2003. (B)(4).